Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Voltage testing was performed and the test passed. No data log was available to review. The reported event of loss of connection was not confirmed. A root cause could not be determined.